Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the primary IV tubing splits after the roller clamp is from the secondary tubing which is rolled down the primary tubing is unclamped. There is no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The primary tubing is primed with ns or d5. Once either chemo or a premed is started, the tubing splits and wither leaks on floor or sprays the patient.

Manufacturer narrative:
The customer¿s report of a split and leak in the tubing which had been bent and inserted into the tubing attachment hook on the roller clamp of a secondary set was not confirmed. However small tears and leaking were noted from a separate part of the set. Visual inspection of the set noted one bend/kink in the tubing approximately 10 inches below the drip chamber. The bend in the tubing was assumed to be the area which had been bent and then inserted into the hook on the secondary roller clamp, so as to pause the flow of fluid in the primary line. The kink was gently smoothed out by manual massage prior to functional testing. Closer inspection of the kinked area did not reveal any splits or cracks, or sign of fluid leakage. Microscopic examination revealed at least 2 small tears in the top portion of the silicone segment. Functional testing resulted in no leaking. Pressure testing resulted in no leak from the kinked area, but confirmed leaking from the upper area of the silicone segment, just below the upper fitment. The cause of the tears was not identified.

Event description:
The customer reported that a primary flush bag of ns or d5 is used with a secondary chemo bag. When the secondary is infusing, the primary tubing is slid into the top slot of the secondary set¿s roller clamp, which the staff use as a method to clamp off the primary tubing while the secondary is running. When the primary tubing is later pulled out of the end of the secondary set's roller clamp, the primary tubing is split causing a leak on the floor or spray of fluid on the patient. There was no patient harm.